Manufacturer narrative:
The reported event could not be confirmed as the device was not returned for evaluation. Device not returned.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not received.

Event description:
It was reported that the device exceeded maximum temperature and shutdown during a procedure. The procedure was cancelled. The patient was under local sedation. There were no adverse consequences and no medical intervention required.

Event description:
It was reported that the device exceeded maximum temperature and shutdown during a procedure. The procedure was cancelled. The patient was under local sedation. There were no adverse consequences and no medical intervention required.